Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The release testing that is performed on this product does include physical attribute and bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. This product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. Batch number 23489964 was provided for investigation. Review of manufacturing records did not find a batch number 23489964 produced in the bd media plant at sparks, md. The batch number provided is not valid. No return samples or photos were provided for investigation. Retention samples cannot be evaluated without a specific batch number. Trending was performed on the appropriate quality databases and no trend for color variation has been identified. The complaint history was reviewed for material 221261 and there is a trend for contamination identified in the last 12 months. The contamination trend investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. It is noted that color variation observed in media with contamination can be a result of the contamination. Though a valid batch number was not submitted for this complaint, there are batches of this product involved in the contamination trend that were not yet expired at the time this complaint was taken. It is possible that the customer received a batch of material 221261 in the scope of the identified trend. For this reason, this complaint can be confirmed for contamination.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: distributor reporting, on behalf of customer, discoloration/contamination in product 221261 lot 23489964- plate trypticase soy agar 5% sb 100 ea.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential. Initial reporter addr 1: (B)(6). Medical device lot #: 23489964 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was contamination. The following information was provided by the initial reporter: distributor reporting, on behalf of customer, discoloration/contamination in product 221261 lot 23489964- plate trypticase soy agar 5% sb 100 ea.